Event description:
A customer reported that their pump screen was backlit but unresponsive, emitting beeps without any visible display, rendering it impossible to interact with the device. This issue led to the customer's blood glucose level reaching 400 mg/dl. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Customer reverted to manual injections for insulin therapy.